Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (51) pcu front case with keypad will be replaced related to various keypad issues due to broken, would not turn on, auto turn on by itself, and bad keypad. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported complaint of 51 pcu keypads failing was confirmed on 37 keypads during testing. Significant trace damage was observed during an internal inspection of the keypad. Previous cad failure investigations have identified this issue associated to fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when being pressed. An internal inspection of the returned pcu keypads identified significant amounts of contamination in lower right section, below the ¿system on¿ key, indicative of keypad trace damage. The keypads were not being used for treatment. Device inspection: fifty-one (51) pcu front case keypads were returned inside plastic bags. The serial number was written on (50) yellow sticky notes attached to the front display screen, suspected to be from the pcu which they were removed. One of the keypads did not have a serial number. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is associated with keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 06/20/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/05/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that the (51) pcu front case with keypad will be replaced related to various keypad issues due to broken, would not turn on, auto turn on by itself, and bad keypad. There was no patient involvement.